Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by four minutes. Customer did not know the cause. There was no reported adverse impact. Tandem technical support assisted the customer with resetting the time.